Event description:
We have two sit/stand lifts that we use in our nursing home. They are medi-man rehabilitation patient lifts. Medi ssl plus model number: 4000-ssl plus, manufactured 04/2002. Medi ssl pus model number: 4000-ssl plus manufactured 09/2002. Both of these lifts have been used following the MFR's weight limits. The base of the frame on both has a crack in the metal. They were immediately taken out of service and the co was notified. Let me know if you need more info. Dose or amount: none. Dates of use: 2003 - 2008. Diagnosis or reason for use: resident lifts.